Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cta (closed tube aliquotter) wash station to resolve the issue, no further leaking was observed.

Event description:
The customer reported a leak from the cta (closed tube aliquotter) wash station on their unicel dxc 600i synchron access clinical system. The customer stated the leak was contained to the instrument covering an area of 8 inches long and 2 inches wide but was unable to determine the exact volume. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.